Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) found the sample nozzle assembly was bent. The fse replaced the sample nozzle assembly and ran quality controls without any further errors. The aia-360 instrument was operational in accordance with manufacturer's specifications. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages, states the following: list of error messages if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. The 4030 spec.t-axis home overrun description: the specimen t-axis motor overran on the home side. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The 4033 seal break home sensor description: the seal breaker motor home sensor remains activated. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. Under safety precautions, the operator's manual states the following: please be sure to remove the cap of primary tubes and to set it on the carousel. Operation will damage the parts in the aia-360 with a cap attached. The most probable cause of the bent sample nozzle assembly was due to a cap left on a sample tube.

Event description:
On (B)(6) 2018, a customer reported getting 4030 spec. T-axis home overrun and 4033 seal break home sensor error messages on the aia-360 instrument. The customer tried to reboot, but the error persisted. The customer noticed that the sample nozzle assembly was bent due to a cap being left on the sample tube. The customer could not straighten the sample nozzle assembly. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for creatine kinase mb (ck-mb) and cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.